Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure by the user facility. The exact cause of the user's experience cannot be conclusively determined. This type of reported phenomenon is most likely related to the operator's technique. The instruction manual warns users to: "pull the slider to confirm that the distal end of the snare loop is completely retracted into the snare tube. When using the instrument while the snare loop is not completely retracted into the snare tube, the strangulation becomes insufficient and the tissue may not be resected completely and hemorrhages, punctures, or mucous membrane damage could result. In addition, it may be impossible to remove the snare loop from tissue due to burn on tissue. The instruction manual also states to always have pliers ready to cut the insertion portion in case the snare loop cannot be removed from snared tissue." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic unspecified procedure, the snare would not detach from the polyp. The customer was provided instructions on how to remove the snare; however, the user facility did not have the appropriate instruments available. It is unknown how the snare was retrieved. The intended procedure was completed. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information via telephone and in writing but with no results.